Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported visualization of particles in b5 section was incorrect . The b5 section should have been the manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient also alleged breathing difficulty / shortness of breath. There was no report of patient serious harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section b5 is updated / corrected here. Section h6 was missing with code in the previous report ,which is updated with code in this report. The manufacturer previously marked h10 incorrectly. In this report h10 has been updated/corrected.